Event description:
Cracked or broken pivot point.

Manufacturer narrative:
Broken pivot point confirmed in the laboratory. Abbott standard procedure includes attempting to obtain all required informat from the source.